Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A correction to section a5 is being provided; the patient ethnicity was inadvertently not provided in the initial report; therefore, section a5 has been updated to reflect: not hispanic/latino. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after treated with 6fr sheath, planned to conduct femoral artery closure with 6f angio-seal. Angiography confirmed the indication. After the deployment the device, the puncture site was found bleeding. They stopped use and changed to manual hemostasis. The following procedure went on well. The patient was in stable condition and was discharged. Additional information was received on 13feb2020. Blood loss was less than 250 cc. Bleeding did not occur immediately upon deployment. Additional information was provided on 14feb2020. The procedure performed prior to the use of the device was a femoral arteriography.